Manufacturer narrative:
Date of death : estimated as six days after the index procedure estimated date as it is known that the patient passed away six days post procedure. Date of event : estimated as this date is unknown, but it is known that the event occurred in 2019.

Event description:
It was reported via social media that a perforation and patient death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was attempted to be implanted. The anchors of the closure device perforated the patient's heart, causing the patient's heart to fill with fluid. Emergency open heart surgery was performed on the patient to attempt to mitigate this event. However, the patient passed away six days post procedure.